Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection using the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to product specifications. Functional testing was performed including pressure and clear passage tests with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of the clearlink system continu-flo solution set "popped off" from the one-link non-dehp standard bore catheter extension set. This issue resulted in fluid leakage onto the patient's bed. This was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.